Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was displaying three dashes instead of the stored calibration code number. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. The same day at 10:00 am, the patient noted the reported meter was displaying dashes instead of the stored calibration code number; he was unable to obtain a blood glucose reading. Following the use of the meter, the patient took the action of consuming less food and drink. One hour later, the patient experienced the symptom of shaking; he did not seek any medical attention or treatment. Troubleshooting revealed the meter had previously been programmed for the correct calibration code number for the lot of test strips in use. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the reported meter issue. Therefore this complaint is being reported.